Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the initial procedure was in 2009. The pt was presented with an acute occlusion in the rca. The tight lesion was successfully treated with the 2.75 x 28 mm multi-link vision stent. Two days later, the pt developed stent thrombosis. An angiogram was performed and thrombotic milieu was confirmed proximally, and the vessel had become fully occluded. Aspiration was performed, and the 2.75 x 28 mm multi-link was opened with a 2.0 x 11 mm balloon. There were no other pt effects. No additional event or pt info is available.